Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "is this patient eligible for the warranty replacement due to cap con in the left breast". Healthcare professional later reported right side "ruptured". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. Additional observations: ¿ deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "is this patient eligible for the warranty replacement due to cap con in the left breast". Healthcare professional later reported "ruptured". This record is for the right side. Device has been explanted.